Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of embedded device ('right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn'), device breakage ('fragment remained in the right uterine horn'), allergy to metals ('allergy to nickel'), gait disturbance ('difficulty walking and sitting') and mobility decreased ('difficulty walking and sitting') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("significant pain"), genital haemorrhage ("genital hemorrhage"), palpitations ("palpitations") and pain ("various pains"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("incomplete removal as a fragment remained in the right uterine horn"), endometrial hyperplasia ("hyperplasia of the endometrial mucosa"), abdominal distension ("swollen body"), fatigue ("fatigue"), gait disturbance (seriousness criterion disability) and mobility decreased (seriousness criterion disability). The patient was treated with surgery (essure removal on (B)(6) 2018 and second surgery on (B)(6) 2018, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, allergy to metals, complication of device removal, endometrial hyperplasia, fatigue, genital haemorrhage and palpitations outcome was unknown, the pelvic pain and pain had resolved and the abdominal distension, gait disturbance and mobility decreased had not resolved. The reporter considered abdominal distension, allergy to metals, complication of device removal, device breakage, embedded device, endometrial hyperplasia, fatigue, gait disturbance, genital haemorrhage, mobility decreased, pain, palpitations and pelvic pain to be related to essure. The reporter commented: removal dates: (B)(6) 2018 and (B)(6) 2018. The reporter commented in local press: she has an invisible handicap. This case was a testimony on her ordeal which continues to this day, despite the removal of the essure implants after using them for several years (2011 (year discrepancy) -2018). She says she suffered from various pains from the time the device was implanted in her body until it was removed. Today she says she suffers from a visible disability with difficulty walking and sitting, with a regularly swollen belly. A first surgery to remove the implant did not follow the health process and failed, having bad consequences for her body. Eventually, a second surgery was ordered to removed the implant completely, but had to remove her tubes and uterus to save her. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2018: nickel: positive (+). Ultrasound pelvis - on (B)(6) 2018: asymmetric position of essure: right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. X-ray - on an unknown date: presence of fragment in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Amendment: the report was amended for the following reason: request from the health authority (patient's name anonymised). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn'), device breakage ('fragment remained in the right uterine horn'), allergy to metals ('allergy to nickel'), gait disturbance ('difficulty walking and sitting') and mobility decreased ('difficulty walking and sitting') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "incomplete removal as a fragment remained in the right uterine horn." On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("significant pain"), genital haemorrhage ("genital hemorrhage"), palpitations ("palpitations") and pain ("various pains"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometrial hyperplasia ("hyperplasia of the endometrial mucosa"), abdominal distension ("swollen body"), fatigue ("fatigue"), gait disturbance (seriousness criterion disability) and mobility decreased (seriousness criterion disability). The patient was treated with surgery (essure removal on (B)(6) 2018 and second surgery on (B)(6) 2018, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, allergy to metals, endometrial hyperplasia, fatigue, genital haemorrhage and palpitations outcome was unknown, the pelvic pain and pain had resolved and the abdominal distension, gait disturbance and mobility decreased had not resolved. The reporter considered abdominal distension, allergy to metals, device breakage, embedded device, endometrial hyperplasia, fatigue, gait disturbance, genital haemorrhage, mobility decreased, pain, palpitations and pelvic pain to be related to essure. The reporter commented: removal dates: (B)(6) 2018. The reporter commented in local press: she has an invisible handicap. This case was a testimony on her ordeal which continues to this day, despite the removal of the essure implants after using them for several years (2011 (year discrepancy) -2018). She says she suffered from various pains from the time the device was implanted in her body until it was removed. Today she says she suffers from a visible disability with difficulty walking and sitting, with a regularly swollen belly. A first surgery to remove the implant did not follow the health process and failed, having bad consequences for her body. Eventually, a second surgery was ordered to removed the implant completely, but had to remove her tubes and uterus to save her. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2018: nickel: positive (+). Ultrasound pelvis - on (B)(6) 2018: asymmetric position of essure: right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. X-ray - on an unknown date: presence of fragment in the right uterine horn. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-feb-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of embedded device ('right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn'), device breakage ('fragment remained in the right uterine horn'), allergy to metals ('allergy to nickel'), gait disturbance ('difficulty walking and sitting') and mobility decreased ('difficulty walking and sitting') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("significant pain"), genital haemorrhage ("genital hemorrhage"), palpitations ("palpitations") and pain ("various pains"). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("incomplete removal as a fragment remained in the right uterine horn"), endometrial hyperplasia ("hyperplasia of the endometrial mucosa"), abdominal distension ("swollen body"), fatigue ("fatigue"), gait disturbance (seriousness criterion disability) and mobility decreased (seriousness criterion disability). The patient was treated with surgery (essure removal and bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, allergy to metals, complication of device removal, endometrial hyperplasia, fatigue, genital haemorrhage and palpitations outcome was unknown, the pelvic pain and pain had resolved and the abdominal distension, gait disturbance and mobility decreased had not resolved. The reporter considered abdominal distension, allergy to metals, complication of device removal, device breakage, embedded device, endometrial hyperplasia, fatigue, gait disturbance, genital haemorrhage, mobility decreased, pain, palpitations and pelvic pain to be related to essure. The reporter commented: removal dates: (B)(6) 2018 and (B)(6) 2018. The reporter commented in local press: she has an invisible handicap. This case was a testimony on her ordeal which continues to this day, despite the removal of the essure implants after using them for several years (2011 (year discrepancy) 2018). She says she suffered from various pains from the time the device was implanted in her body until it was removed. Today she says she suffers from a visible disability with difficulty walking and sitting, with a regularly swollen belly. A first surgery to remove the implant did not follow the health process and failed, having bad consequences for her body. Eventually, a second surgery was ordered to removed the implant completely, but had to remove her tubes and uterus to save her. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2018: nickel: positive (+). Ultrasound pelvis - on (B)(6) 2018: assymetric position of essure: right essure was essentially intra--uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. X-ray - on an unknown date: presence of fragment in the right uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-feb-2022: upon review this report was detected to be a duplicate to record # fr-bayer-2022a019978 (medwatch 3500a MFR number 2951250-2022-00103) which will be deleted in bayer safety database after all information was transferred to this duplicate # fr-bayer-2019-026809 which will be retained. New: reporter added (local press). Reporter comment was added. New events added: abdominal distension, fatigue, gait disturbance, genital haemorrhage, mobility decreased, palpitations, pelvic pain, pain based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn"), device breakage ("fragment remained in the right uterine horn"), allergy to metals ("allergy to nickel"), gait disturbance ("difficulty walking and sitting") and mobility decreased ("difficulty walking and sitting") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("incomplete removal as a fragment remained in the right uterine horn" in 2018). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain ("significant pain"), genital haemorrhage ("genital hemorrhage"), palpitations ("palpitations") and pain ("various pains"). On (B)(6) 2018, she experienced embedded device (seriousness criteria medically important and intervention required). On (B)(6) 2018, she experienced allergy to metals (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. In 2018, she experienced device breakage (seriousness criteria medically important and intervention required). An unknown time later she experienced endometrial hyperplasia ("hyperplasia of the endometrial mucosa"), abdominal distension ("swollen body"), fatigue ("fatigue"), gait disturbance (seriousness criterion disability), mobility decreased (seriousness criterion disability) and metal poisoning ("she reported being poisoned by heavy metals"). The patient was treated with surgery (bilateral salpingectomy & hysteroctomy and second surgery on (B)(6) 2018, bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain and pain had resolved and the abdominal distension, gait disturbance and mobility decreased had not resolved. The outcomes for embedded device, device breakage, allergy to metals, endometrial hyperplasia, fatigue, genital haemorrhage, palpitations and metal poisoning were unknown. The reporter considered abdominal distension, allergy to metals, device breakage, embedded device, endometrial hyperplasia, fatigue, gait disturbance, genital haemorrhage, metal poisoning, mobility decreased, pain, palpitations and pelvic pain to be related to essure administration. The reporter commented: removal dates: (B)(6) 2018 and (B)(6) 2018. The reporter commented in local press: she has an invisible handicap. This case was a testimony on her ordeal which continues to this day, despite the removal of the essure implants after using them for several years (2011 (year discrepancy) -2018). She says she suffered from various pains from the time the device was implanted in her body until it was removed. Today she says she suffers from a visible disability with difficulty walking and sitting, with a regularly swollen belly. A first surgery to remove the implant did not follow the health process and failed, having bad consequences for her body. Eventually, a second surgery was ordered to removed the implant completely, but had to remove her tubes and uterus to save her. The events occurred in apr and (B)(6) 2018. A second intervention was performed for removal of fallopian tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [skin test] on (B)(6) 2018: nickel: positive (+). [Ultrasound pelvis] on (B)(6) 2018: asymmetric position of essure: right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. [X-ray] (date unknown): presence of fragment in the right uterine horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: event metal poisoning added. Reporter causality comment updated. Further company follow-up with the consumer or the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn"), device breakage ("fragment remained in the right uterine horn"), allergy to metals ("allergy to nickel"), gait disturbance ("difficulty walking and sitting") and mobility decreased ("difficulty walking and sitting") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("incomplete removal as a fragment remained in the right uterine horn" in 2018). The patient had a medical history of parity 2. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain ("significant pain"), genital haemorrhage ("genital hemorrhage"), palpitations ("palpitations") and pain ("various pains"). On (B)(6) 2018, she experienced embedded device (seriousness criterion intervention required). On (B)(6) 2018 she experienced allergy to metals (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018, she experienced device breakage (seriousness criterion intervention required). An unknown time later she experienced endometrial hyperplasia ("hyperplasia of the endometrial mucosa"), abdominal distension ("swollen body"), fatigue ("fatigue"), gait disturbance (seriousness criterion disability), mobility decreased (seriousness criterion disability), metal poisoning ("she reported being poisoned by heavy metals"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagias"), heavy menstrual bleeding ("menorrhagia") and nephrolithiasis ("calculus was seen in the left kidney"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy and second surgery on (B)(6) 2018, bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain and pain had resolved and the abdominal distension, gait disturbance and mobility decreased had not resolved. The outcomes for embedded device, device breakage, allergy to metals, endometrial hyperplasia, fatigue, genital haemorrhage, palpitations, metal poisoning, abdominal pain, menometrorrhagia and nephrolithiasis were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, device breakage, embedded device, endometrial hyperplasia, fatigue, gait disturbance, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, metal poisoning, mobility decreased, nephrolithiasis, pain, palpitations and pelvic pain to be related to essure administration. The reporter commented: removal dates: (B)(6) 2018 and (B)(6) 2018. The reporter commented in local press: she has an invisible handicap. This case was a testimony on her ordeal which continues to this day, despite the removal of the essure implants after using them for several years (2011 (year discrepancy) -2018). She says she suffered from various pains from the time the device was implanted in her body until it was removed. Today she says she suffers from a visible disability with difficulty walking and sitting, with a regularly swollen belly. A first surgery to remove the implant did not follow the health process and failed, having bad consequences for her body. Eventually, a second surgery was ordered to removed the implant completely, but had to remove her tubes and uterus to save her. The events occurred in apr and aug 2018. A second intervention was performed for removal of fallopian tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [skin test] on (B)(6) 2018: nickel: positive (+). [Ultrasound pelvis] on (B)(6) 2018: asymmetric position of essure: right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. [X-ray] (date unknown): presence of fragment in the right uterine horn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-may-2023: events abdominal pain, heavy menses , menometrorrhagia, calculus in kidney were added. Further company follow-up with the consumer or the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure was essentially intra--uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn"), device breakage ("fragment remained in the right uterine horn") and allergy to metals ("allergy to nickel") in a 51-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("incomplete removal as a fragment remained in the right uterine horn"), pelvic pain ("significant pain") and endometrial hyperplasia ("hyperplasia of the endometrial mucosa"). The patient was treated with surgery (essure removal and bilateral salpingectomy and hysterectomy). Essure was removed in 2018. At the time of the report, the embedded device, device breakage, allergy to metals, complication of device removal, pelvic pain and endometrial hyperplasia outcome was unknown. The reporter considered allergy to metals, complication of device removal, device breakage, embedded device, endometrial hyperplasia and pelvic pain to be related to essure. The reporter commented: removal dates: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2018: nickel: positive (+). Ultrasound pelvis - on (B)(6) 2018: assymetric position of essure: right essure was essentially intra--uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. X-ray - on an unknown date: presence of fragment in the right uterine horn. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: lab data, essure indication and events incomplete removal as a fragment remained in the right uterine horn, significant pain and hyperplasia of the endometrial mucosa added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo / implant which migrated in the right uterine horn"), device breakage ("fragment remained in the right uterine horn"), allergy to metals ("allergy to nickel"), gait disturbance ("difficulty walking and sitting / walking disorder") and mobility decreased ("difficulty walking and sitting") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("incomplete removal as a fragment remained in the right uterine horn" in 2018). The patient had a medical history of metrorrhagia in (B)(6) 2018, adenomyosis, abdominal pain, pelvic pain female, mastodynia, menorrhagia, watering eyes, headache, muscle pain, dizziness, palpitations, breast cancer, cholecystectomy, herpes genital, irritable bowel syndrome, abdominal aortic aneurysm and parity 2. Previously administered products included: iud nos for device intolerance and oral contraceptive nos for migraine. The patient had a family history of stroke (patient¿s mother). Concurrent conditions were listed as post coital bleeding and submucous leiomyoma of uterus. Concomitant products included prazepam, trimebutine and paracetamol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced pelvic pain ("significant pain"), genital haemorrhage ("genital hemorrhage"), palpitations ("palpitations") and pain ("various pains"). On (B)(6) 2018 she experienced embedded device (seriousness criterion intervention required). On (B)(6) 2018 she experienced allergy to metals (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018 she experienced device breakage (seriousness criterion intervention required). On unknown date she experienced endometrial hyperplasia ("hyperplasia of the endometrial mucosa"), abdominal distension ("swollen body"), fatigue ("fatigue"), gait disturbance (seriousness criterion disability), mobility decreased (seriousness criterion disability), metal poisoning ("she reported being poisoned by heavy metals"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagias"), heavy menstrual bleeding ("menorrhagia"), nephrolithiasis ("calculus was seen in the left kidney"), myalgia ("muscle pain"), headache ("headache"), dizziness ("dizziness"), endometriosis ("observation of endometriosis areas on the pelvic peritoneum") and uterine polyp ("endometrial polyp"). The patient was treated with surgery (on (B)(6) 2018 bilateral salpingectomy and hysteroscopy, second surgery on (B)(6) 2018, bilateral salpingectomy and hysterectomy and on (B)(6) 2015 endometrectomy). At the time of the report, the pelvic pain and pain had resolved and the abdominal distension, gait disturbance and mobility decreased had not resolved. The outcomes for embedded device, device breakage, allergy to metals, endometrial hyperplasia, fatigue, genital haemorrhage, palpitations, metal poisoning, abdominal pain, menometrorrhagia, nephrolithiasis, myalgia, headache, dizziness, endometriosis and uterine polyp were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, device breakage, dizziness, embedded device, endometrial hyperplasia, endometriosis, fatigue, gait disturbance, genital haemorrhage, headache, heavy menstrual bleeding, menometrorrhagia, metal poisoning, mobility decreased, myalgia, nephrolithiasis, pain, palpitations, pelvic pain and uterine polyp to be related to essure administration. The reporter commented: removal dates: on (B)(6) 2018 . The reporter commented in local press: she has an invisible handicap. This case was a testimony on her ordeal which continues to this day, despite the removal of the essure implants after using them for several years (2011 (year discrepancy) -2018). She says she suffered from various pains from the time the device was implanted in her body until it was removed. Today she says she suffers from a visible disability with difficulty walking and sitting, with a regularly swollen belly. A first surgery to remove the implant did not follow the health process and failed, having bad consequences for her body. Eventually, a second surgery was ordered to removed the implant completely, but had to remove her tubes and uterus to save her. The events occurred in apr and aug 2018 a second intervention was performed for removal of fallopian tubes and uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] (date unknown): iron levels of 61-74 (max 44), manganese 0.31- 41 (max 2.41), niobium 0.0042 (max 0.0050), mercury 0.13 - 13 (max 1.7). [Hysteroscopy] on (B)(6) 2018: left ostium without visible implant and the right ostium with 4 coils. An exeresis and biopsy curettage were performed ( [skin test] on (B)(6) 2018: nickel: positive (+) [ultrasound pelvis] on (B)(6) 2018: asymmetric position of essure: right essure was essentially intra-uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal; on (B)(6) 2018: right implant was in intrauterine position. [Ultrasound scan] on (B)(6) 2012: leiomyoma sub-mucosa (size 12mm); on (B)(6) 2015: endometrial polyp.; on (B)(6) 2018: asymmetry of the essure devices, the proximal end of the right device being intrauterine compared with the contralateral side with no significant change compared with the examination performed on; (date unknown): intratubal implant, no effusion, endometrium with no particularities. [X-ray] on (B)(6) 2018: which revealed a small metallic opacity in the right iliac fossa compatible with an essure fragment. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-mar-2024: medical record received. New events muscle pain, headache, dizziness , endometriosis & endometrial polyp were added. Historical drugs, medical history added. Further company follow-up with the consumer or the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("right essure was essentially intra--uterine, with one extremity on the edge of endometrial echo") and allergy to metals ("allergy to nickel") in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2018. At the time of the report, the embedded device and allergy to metals outcome was unknown. The reporter considered allergy to metals and embedded device to be related to essure. The reporter commented: removal dates: (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2018: nickel: positive (+). Ultrasound pelvis - on (B)(6) 2018: assymetric position of essure: right essure was essentially intra--uterine, with one extremity on the edge of endometrial echo, left implant was essentially intra-tubal. Further company follow-up with the consumer or lawyer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.